Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15076). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the clinic for normal device check, and an alert for eri was observed. Premature battery depletion was suspected. The device was explanted and replaced.